Event description:
During an evaluation of a returned hemosol solution bag, particulate matter was identified. This was identified during evaluation, therefore no patient involved.

Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was performed for lot number sa14dc7 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The actual sample was received and evaluated. A visual inspection noted the presence of particles in the solution that appeared like yarn or wool. The sample that was returned was already expired at the time of evaluation since the evaluation was conducted on (B)(6) 2014 and the expiration date is (B)(6) 2014. However, at the time the reported event was said to occur, the sample had not yet expired. The sample was put through a vacuum/pressure test, but no leaks were noted. A manual pressure test was also conducted and no problems were found. The bag was also placed in different positions for leak testing using gravity and separately using ink, but there were no leaks found. The reported event was verified through the sample evaluation, but a cause could not be determined. This issue is being further investigated through a CAPA. If additional relevant information is obtained, then a follow-up MDR will be submitted.